Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector at the time of the shocks was set to the primary sensing vector. The smart pass feature had programmed itself off due to low intrinsic amplitudes. An x-ray was done, and the electrode had a sharp bend as it entered the pulse generator header. A procedure was performed, and the doctor repositioned the electrode to improve the sensing. There were no additional adverse patient effects. The system remains implanted.